Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized both for high and low blood glucose events. When the blood glucose ran high, the customer went to the hospital for 4 - 5 days and the insulin pump was removed while she was treated with manual injections. The blood glucose reading at the time of admission was 500 mg/dl. The customer also had a low blood glucose event, but did not recall the date. The blood glucose went low at night and the insulin pump was not put on suspend. She was treated with juice and food but still went to the hospital. The blood glucose reading was 44 mg/dl. The insulin pump was removed 15 minutes before admission. The customer declined troubleshooting for high and low blood glucose.